Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, mobility. Poor bone quality. Same patient as (B)(6).